Manufacturer narrative:
Batch review performed on 17 july 2018. Lot 143215: (B)(4) items manufactured and released on 02 october 2014. Expiration date:2022-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 18 july 2018. The insert fixation screw in a cemented medial pivot tka backed out after 2.5 years and required removal. No negative consequence should be expected in absence of said screw. The causes for this event cannot be determined retrospectively: such behaviour was reproduced in vitro using insufficient tightening torque, but it is conceivable that other factors may also playa a role.

Event description:
Revision surgery due to screw back out 2 years and 6 months after primary. The surgeon removed screw and poly and implanted a new poly 1mm thicker without screw.